Event description:
As reported by our edwards affiliates in germany, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the valve was implanted at a 90:10 position. Hemodynamic measurements showed a mean gradient of 8 mmhg and a small paravalvular leak at the left coronary cusp, and a decision was made to post-dilate using the same volume with the commander delivery system, resulting in a good end result. Post-procedure, sickness was noted, and echocardiography showed a pericardial effusion. Pericardial puncture was performed with 400 ml re-transfusion. Angiography with contrast showed no visible findings, and the patient was transferred to surgery, where an annulus rupture was found just below the valve stent frame at left ventricle outflow tract (lvot) and a patch was placed. The transcatheter heart valve was explanted and a biological valve was implanted. The patient was admitted to the intensive care unit. The same day, the patient presented with hematoma in the hepatic region and had to be re-intervened. The patient was intubated in ICU. Per report, multiple pre-dilatations were performed due to unstable opening using a non-edwards balloon, after which balloon sizing led to the decision to implant the valve. Per medical opinion, the root cause of the event was attributed to weakened tissue in the affected region, which may have been susceptible to additional stress or stretching during the transcatheter aortic valve implantation (tavi) procedure.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient and procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.